Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). -review of the most recent repair record determined the comb was bent and the cutter had multiple blunt spots. The comb was replaced and the damaged cutter was returned to the account. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It as reported that the comb is damaged. No adverse events have been reported as a result of the malfunction.